Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
(B)(6) customer received a blood glucose reading of 48mg/dl on the contour next link, retested on a different meter and the reading was 170mg/dl. Since she felt hypoglycemic, she went to the hospital, at which time her glucose reading on the contour next link was 54 and the hospital meter read 160mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. The customer was advised to return the strips for investigation. She had gotten new strips and meter.